Manufacturer narrative:
No lot number nor picture of parts has been provided, therefore review of manufacturing record cannot be performed. The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
During reverse shoulder arthroplasty surgery performed on (B)(6) 2025, while broaching the humeral canal, the quick connect stem impactor tip (part number 9013.02.142, lot unknown) broke off inside the stem trial as the surgeon was hitting it. Trial stem with the tip of the broach handle remained stuck inside the patient and could not be removed with stem extractor (pn 9013.02.301). Medical team used others instruments at the facility to retrieve the broken and stuck components. No fragments were left in patient. Surgery was prolonged of about 20 minutes due to reported issue but was completed without further complications. No impact on patient has been reported. Patient is female, date of birth (B)(6) 1962. The event occurred in the united states.